Event description:
It was reported that during an unknown procedure the (B)(6) or had a case where the stapler was not functioning properly. They informed him that no damage was caused to the patient. They stated that the stapler did not perform its function after trying three reloads. They would like to send this device in for analysis and receive a replacement.

Manufacturer narrative:
(B)(4). Batch # 860a13. Additional information was requested, and the following was obtained: did the device deliver any staples? Unknown. Did the device cut? Unknown. Was there any difficulty opening the device? Unknown. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with tr45w reload loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. During the mechanical testing it was noted that the firing mechanism on the devices was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as on what caused the firing mechanism to fail. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 860a13, and no non-conformances were identified.